Event description:
A pump replacement was being planned. On (B)(6) 2011, "fluid retention was confirmed at check." At the pump replacement, it showed the pump catheter break. Near the cap of pump catheter was broken. Other part of the catheter showed no anomaly by the catheter dye study." The device system was used to deliver gabalon.

Event description:
Additional information: it was later reported that a catheter replacement was planned (not a pump replacement as previously reported). During the dye study an angle of 'c-arm was not clear to see the dye flow'. The doctor had cut open the pump pocket to check for any break or poor connection; and there was no anomaly. The doctor then cut open the catheter pocket, and confirmed a broken strain relief sleeve and segment of catheter at the connector. It was noted that 'treatment was given to the patient'. A catheter revision was indicated as being performed on (B)(6) 2011. It was further reported that during the pump replacement the doctor confirmed the catheter damage at the pump connector, but they could not obtain any possible cause for the event from the doctor. X-ray photos had not been provided. It was noted that the pump had been implanted for over 4 years. It was speculated that the pump was under stress from daily body movements; however, the damaged catheter was discarded at the hospital and they were unable to specify the root cause. The broken catheter was replaced, and a new catheter was implanted. The patient's outcome was noted as having recovered. Additional information later received indicated that on (B)(6) 2011 tests had confirmed 'a subcutaneous reservoir at the pump implant site'. Accumulation around the lower left abdominal pump area was further noted. The causality was noted as being due to the patient's catheter. The patient's simple continuous dose was adjusted to 100 mcg/day on (B)(6) 2011. The patient was administered 15 mg of lioresal orally from (B)(6) 2011 to (B)(6) 2011. During the pump replacement procedure on (B)(6) 2011, a tear was confirmed in the catheter tip cap located at the connection site of the catheter and the pump. It was noted that through precautionary contrast radiography tests, catheter operation abnormalities could not be seen in other areas. On (B)(6) 2011 the patient's simple continuous dose was adjusted again to 200 mcg/day for spasm control. It was indicated that the patient did not experience overdose, withdrawal symptoms, or resistance. The patient had recovered (date of outcome was noted as (B)(6) 2011).

Manufacturer narrative:
(B)(4).